Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no alleged device deficiency. The customer reported hypoglycemia, hypoglycemia treated with glucose/carb intake, ems/ambulance/ER visit. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1880l. Customer was not using the insulin pump system within 48 hours of the reported event. Customer reported no communication between the transmitter and the pump. Customer did not connect transmitter to a fully inserted sensor. Customer reported low bgs but has not been using the insulin pump system within 48hrs of reported low bg event. No further patient complications were reported. No product return is required for mmt-1880l.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported that she was trying to start her pump up again after being in the hospital. She was watching tv when she had the low on (B)(6) 2024. She drank two glasses of orange juice to treat the low and went to the hospital. Now, pump was not communicating with the transmitter. Helpline found out that the transmitter was out of warranty. Troubleshooting was done for the transmitter issue and partially done for the low. It was unknown if pump was used within 48 hours before the low. It was unknown if auto mode was used. Customer will likely continue to use the pump. Pump is not returning for analysis.